Event description:
Upon removal of epidural catheter by rn, no black tip noted. Catheter saved and examined by anesthesiologist and states approximately 5cm of catheter remains in pt. Spine x-ray shows retained catheter at the l3-4 disc space +l4 level.